Event description:
It was reported to baxter (B)(6) that a colleague infusion pump experienced a defective display issue. It is unknown when or in which care area this event occurred. A defective display has the potential interrupt delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module master software version is unknown.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of defective display issue was not confirmed or reproduced during product evaluation; however, the quality engineer has determined that the root cause of this condition to be lines on the main display. The main display was replaced in order to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92. A device history review was performed and no abnormality was observed in the manufacturing of this device. A service history review revealed no previous service events were related to the reported condition.